Manufacturer narrative:
Continuation of d10: product ID 8637-20, lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type pump ubd 2025-12-14, UDI (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine/fentanyl via an implanted pump. The indication was for non-malignant. It was reported that the pump has stopped working again. The patient stated that her pump devices including her last pump has stopped working five times and replaced her pump and now this is the 3rd time this current pump has stopped working. The patient stated that they went in yesterday to see medtronic representative and he took x rays and withdrew all drug out of the pump and checked the levels and the level was fine meaning that the medicine was going through. The patient stated that after they put the medicine back in they got an injection and they felt the medicine but then they got homefor a while and now they were back in the same state they were in. They were sick (vomiting and diarrhea) and went through withdrawals since last week. The agent is sending a message to the field about patient call. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a company representative (rep) stated that the healthcare provider (hcp) had turned it down and changed the med. The company representative (rep) stated that the patient was always looking for more meds. The patient had dirty urine because she gets meds for other people. The patient was just refilled last thursday, and she asked the healthcare provider (hcp) if she was going to get an increase, but the hcp declined and then the withdrawals started happening over the weekend. The rep stated that he did review with the patient that perhaps the drastic weather changes could be causing more pain. The rep confirmed that the patient visited their hcp and advice the patient to see advice from the hcp for their symptoms.